Event description:
It was reported that the electrograms (egm) showed one nonphysiologic noise due to non-sustained tachycardia (nst) episode from more than nine months ago. It was also reported that there has been no intervention; however, the patient is scheduled for follow up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.